Event description:
During a lap cholecystectomy, while the pt was in the pacu she had a cardiac arrest. She lost a lot of blood and then they took her back to the or. When they looked at the cystic artery, they saw one clip left and the blood was spurting through the remaining clip. They ended up reclipping the artery and the pt was fine. It was a couple hours after the original surgery. Dr. Is unsure if device malfunctioned during surgery. He said it looked normal until he went back into surgery to figure out what went wrong. Originally, 2 clips were placed on pt side and one on the specimen side. The clip remaining on the pt side seemed normal but had an opening in the middle of the clip that was where the blood was spurting through. They did not find the clips in the pt's abdomen. Three liters of blood were lost. She was given 2 units of blood. She had the cardiac arrest 2 hours post op. No device returning.